Manufacturer narrative:
Additional information is being requested to the customer. Two other complaints were opened to document the reported failures ((B)(4)). The adverse event was documented in medwatch 2249723-2014-00660 ((B)(4)) because the patient death occurred on the device described in complaint (B)(4). A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).

Event description:
The customer reported the following, "(B)(6) ambulance team switched patient from (B)(6) hospital's cs300 in preparation for transport. They were unable to establish an ECG trace. Patient had a transvenous pacemaker. (B)(6) team was called to take over the transport. (B)(6) switched patient to their cardiosave and was unable to establish an ECG. Patient was put back on (B)(6) cs300. During transport patient arrested and passed away. Ambulance returned to (B)(6). Risk management at (B)(6) has reported to the authorities".